Manufacturer narrative:
Rationale for USA and EU (country of occurrence is germany). Hamilton medical reference number: comp-(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. This report contains also the outcome of the investigation. It was reported that the ventilator¿s display failed on (B)(6) 2026 during an MRI scan. Based on the pictures provided, the device showed a black screen with vertical lines. Logfile entries confirm that the failure began intermittently and progressed until the display became unusable. The log files recorded the high-priority technical event 246018 (hmi rom error) on the reported date, (B)(6) 2026. Hmi rom refers to the human machine interface read only memory. A patient was involved, however, no adverse health effects or consequences to the patient were reported. Ventilation continued, however, because parameters were no longer accessible, the patient was safely transferred to an alternative ventilation method as a precaution. According to the instructions for use (IFU), the technical event could mean a hardware or software issue was detected. The technical alarm cannot typically be corrected by the operator, but ventilation continues. The needed action for the high-priority technical event 246018 is to have the ventilator serviced. Therefore, the hamilton-mr1 ventilator operated as intended and alerted the user in accordance with the IFU. It is important to be considered that prior to incident reported on (B)(6) 2026 the first occurrence of the technical event 246018 (hmi rom error) was recorded in the log files on (B)(6), 2026, during device standby. It remains unknown why despite of the technical event 246018 (hmi rom error) which was recorded in the log files on (B)(6), 2026 ¿ the device was started in duo positive airway pressure, a ventilation mode (duopap) and was not serviced as instructed in the IFU. Troubleshooting activities have been performed and it was identified as the most probable root cause being a defective esm board. The esm board was replaced, and it was confirmed that the corrective action resolved the issue. After replacement, the hamilton-mr1 ventilator operates according to its intended performance. With this analysis, the event can be considered as closed.

Event description:
Hamilton medical ag received the following incident description: ¿screen went half black and half striped. Ventilation continued, but parameters weren't accessible. (See pictures)¿ a patient was involved. However, no adverse health effects or consequences to the patient were reported. Ventilation continued and the patient was safely transferred to an alternative ventilation method as a precaution.